Event description:
Approx 2 months ago pt underwent surgery. Surgery lasted approx 2 hours and was without incident. The pacu record does not indicate the pt had any difficulty speaking before discharge. One month later, pt was seen by an ent physician and diagnosed with vocal chord paralysis. Pt was given steroids. It is unk whether event resolved after medical intervention.